Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 439 mg/dl and other was 383 mg/dl, 329 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported her last site had bleeding. Customer treated with manual injection and bolus on the insulin pump. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the drive support cap appears to be normal. Customer performed displacement test and test passed. The insulin pump will not be returned for analysis. Frn-mmt-326-rsvr, unomed set.